Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose was 91 mg/dl. The customer did not observe any significant events leading to the alarm. She was unable to complete the rewind sequence during troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.